Event description:
A customer reported a system message was displayed prior to beginning a vitrectomy procedure. The surgeon proceeded to make the incision and began the procedure with the knowledge that he would need to change systems for the gas exchange. When the time came for the gas exchange to be performed, the system was switched out and the case was completed. There was a 40 minute delay reported while the system was being switched out. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).